Event description:
It was reported that the articular surface would not seat correctly into the tibia component.

Manufacturer narrative:
The device is used for treatment. Visual inspection of the returned articular surface identified that the anterior locking feature was compressed and deformed. Gouging was also identified on the anterior portion of the proximal surface and the anterior edge of the articular surface, likely the result of removal. Dimension were found conforming to print specs were measured. Device history records were reviewed and no deviations or anomalies were found. A product history search revealed no add'l complaint against the related part and lot combination. The compressed locking feature indicates that the articular surface was not correctly placed and oriented before impacting it into the tibial plate. It is likely that the problems encountered are related to the surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.